Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date the patient was hospitalized for the peritonitis event and was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was discharged from the hospital on an unreported date and had recovered from the event. Pd therapy was ongoing. No additional information is available.